Manufacturer narrative:
After review of the file it was determined that error code ¿600.6855¿ is not a reportable malfunction as it is not a channel error or system error and does not impact the functionality of the pump.

Event description:
It was reported by the customer that after pushing out a new drug library they had a dozen 8015s show error code 600.6855. This corrected itself eventually and the new dataset was activated. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device had an error code 600.6855 was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, wireless network card: customer stated error only occurs on 8015's with the abg cards sticking out the back of the 8015's, but then corrected them selves and received and activated the new dataset. Recommended replacing the wireless cards and installing the abgn cards. Customer stated there leadership will not be satisfied with that answer. Informed customer cad will be contacting them with further directions. Contacted customer informing them the abg cards have not been installed with new facilities since 2015. Therefore wear and intermittent issues are very possible. Recommended installing the abgn cards to get rid of any other issues. Customer will now consult with leadership. Followed up to learn the facility has decided not to move forward with purchasing abgn cards at this time. Technical support case will now be closed. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services determine the probable cause of the customer¿s reported issue was the wireless card. Device was not returned to manufacturing facility.

Event description:
It was reported by the customer that after pushing out a new drug library they had a dozen 8015s show error code 600.6855. This corrected itself eventually and the new dataset was activated. There was no patient involvement.